Manufacturer narrative:
(B)(4).

Event description:
It was reported the guide wire kinked during insertion. There was no delay in treatment and no patient death or complications reported. Follow up information states another kit was used to complete the procedure. No additional information is available.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the guide wire kinking could not be determined based upon the information provided and without a sample. No further action will be taken.